Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. As of july 13, 2010 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and calcified right "anterior" carotid artery. On the first inflation the sterling es otw 2mm x 20mm x 142cm balloon was inflated to six atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a da vinci si gynecological lysis of adhesions, while the surgeon was moving instruments, the wrist of the maryland bipolar forceps instrument was inadvertently forced along the ribbed portion of the cannula. The surgical staff noticed that a cable from the maryland bipolar forceps instrument had broken and three pieces fell into the patient. The fragments were immediately retrieved from the patient and the instrument was replaced with another instrument of the same type. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the pitch up cable is broken near the distal clevis hub and proximal clevis cable hole. The cable segment that contains the crimp is still installed in the clevis and the broken strands stick out at the wrist. The clevis does not exhibit any wear marks or damage and other cables at the wrist are not damaged.